Manufacturer narrative:
Testing and investigation found the prongs on the device were tilted. This was due to physical damage. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the manufacturing facility, it was noted that the prongs on the ac power adapter were tilted.